Event description:
During scheduled surgical procedure blood noted to pelvic area, right side. Foreign object noted protruding from right fallopian tube. Gyn requested for intraoperative consult. Eroded essure tubal ligation device removed. Specimen sent to pathology. Reason for use: tubal ligation.